Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product let met all acceptance criteria.

Event description:
The customer reported that the cannula dislodged from the infusion site while she was sleeping and her blood glucose when she awoke read "high" (>500 mg/dl). The pod was worn for 11 hours.